Event description:
Patient reported left side fluid buildup, rupture and implant removal from textured to smooth due to the concerns of the product confirmed with MRI and ultrasound. Later healthcare professional reported rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of 2019 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; fluid buildup.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "fluid buildup, rupture and implant removal from textured to smooth due to the concerns of the product". Later healthcare professional reported "rupture". Later healthcare professional reported "single prominent elongated lymph node". This record is for the left side. Device was explanted.